Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there have been several instances of IV tubing sets drawing air and not fluid in from the bag and the portion of tubing from the bag to the pump is becoming full of air and not fluid could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 220116055 and 20116054 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of air bubbles / air in line with lot #20116054 regarding item #11522558. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of air bubbles / air in line with lot #20116055 regarding item #11522558. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 11522558, batch no: 20116055, 20116054. It was reported that there have been several instances of IV tubing sets drawing air and not fluid in from the bag and the portion of tubing from the bag to the pump is becoming full of air and not fluid. Verbatim: the tubing is primed and hung, while it is running the IV tubing is drawing air and not fluid in from the bag and the portion of tubing from the bag to the pump is becoming full of air and not fluid. The pump alarms when it detects the air and a completely new set is then needed to re prime and hang. It is causing a waste of 20 ml of the medication and it a potential risk should someone not see that it is a full tubing of air and try to open and manually flush through ¿ a bubble¿ and instead give a significant air bolus to a patient.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116055. Medical device expiration date: na. Device manufacture date: 2020-11-09. Medical device lot #: 20116054. Medical device expiration date: 2023-11-17. Device manufacture date: 2020-11-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 11522558. Batch no: 20116055, 20116054. It was reported that there have been several instances of IV tubing sets drawing air and not fluid in from the bag and the portion of tubing from the bag to the pump is becoming full of air and not fluid. Verbatim: the tubing is primed and hung, while it is running the IV tubing is drawing air and not fluid in from the bag and the portion of tubing from the bag to the pump is becoming full of air and not fluid. The pump alarms when it detects the air and a completely new set is then needed to re prime and hang. It is causing a waste of 20 ml of the medication and it a potential risk should someone not see that it is a full tubing of air and try to open and manually flush through ¿ a bubble¿ and instead give a significant air bolus to a patient.